Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s mother reported inaccurate cgm values which were 30 - 40 mg/dl point difference. On sunday, (B)(6), the patient's cgm displayed 91 mg/dl, but a short time later, the patient experienced a seizure, fell to the floor which resulted in bleeding from the mouth as the patient had bit his tongue and sustained a broken tooth and "knot on his head". Emergency medical services (ems) was called; the patient¿s bg per ems was 21 mg/dl, but the cgm displayed 56 mg/dl. Unspecified medical treatment was provided, and the patient was transported and admitted to the hospital for three days. The patient was evaluated to rule out cerebral hemorrhaging. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.